Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. During examination of the right ventricular (rv) lead, noise was noted on the lead. No changes were made. The patient was in stable condition.